Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The graftmaster device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified left anterior descending (lad) artery. Pre-dilatation was performed with a 3.0 x 12 mm nc trek balloon catheter. A 3.5 x 28 mm multi-link 8 stent delivery system was then advanced. However, the device failed to cross the lesion due to the anatomy and caused a perforation in the proximal lad. Therefore, a 2.8 x 19 mm graftmaster covered stent was advanced to treat the perforation; however, it failed to cross the lesion due to the anatomy as well. A 2.5 x 20 mm non-abbott covered stent was then implanted to seal the perforation. There was no adverse patient sequela reported. No additional information was provided.